Event description:
The following has been reported by customer: service order was originally created for preventative maintenance, but during pm an issue was found: the device has an inoperative power board. Please note - this is not a customer device. Its from a lot of agilia syringe pumps that were at the pleasant prairie warehouse in need of pms. Once the repair and pm is complete it will be returned to the pleasant prairie warehouse. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Technical errors 54 and 99 related to the reported event were found. The device was received in lake zurich for preventive maintenance during which our local technical team found an error 54. The reported devices were not sent back to brézins for investigation as repairs were performed locally. According to provided information, device will power on but only displays coulombmetre error 54. Replacing battery does not resolve issue. This device is not owned by a customer and has been stored in the pleasant prairie warehouse for several years. Replacing power board resolved coulombmetre error 54. Therefore, the power supply board was replaced and sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. This is the original board. This complaint is considered as valid and the root cause is linked to a defective display board. It could be that this is only a connection problem between the power supply and cpu boards already seen in production. To our knowledge, this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.